Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: the surgeon went to put it in the patient, but the device would not load a staple. Additional information provided by applied medical representative on 21aug2025: the clip was preloaded into the jaws. Ctb03 55m port trocar was used. Dr pulled the trigger to load the first clip and nothing happened. Nothing loaded tried 4 times. Yes, a clip came preloaded into the jaws prior to the instrument's insertion/removal through the trocar. Additional information provided by applied medical representative on 22aug2025: the product comes preloaded with clips in them, when the dr squeezed trigger to administer the clip nothing happened, he pulled it out of the patient and tried again. No, nothing happened when he pulled the trigger. Intervention: they grabbed a new one patient status: unchanged. No patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all testing, which resulted in all remaining clips loading and closing properly. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: the surgeon went to put it in the patient, but the device would not load a staple. Additional information provided by applied medical representative on 21aug2025: the clip was preloaded into the jaws. Ctb03 55m port trocar was used. Dr pulled the trigger to load the first clip and nothing happened. Nothing loaded tried 4 times. Yes, a clip came preloaded into the jaws prior to the instrument's insertion/removal through the trocar. Additional information provided by applied medical representative on 22aug2025: the product comes preloaded with clips in them, when the dr squeezed trigger to administer the clip nothing happened, he pulled it out of the patient and tried again. No, nothing happened when he pulled the trigger. Intervention: they grabbed a new one patient status: unchanged. No patient injury indicated.